Event description:
It has been reported to philips that the allura biplane system prevented the physician from performing the procedure. An error message read "exposure not possible." No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using fluoroscopy only. A philips service engineer inspected the sysem onsite and identified an error in the frontal image processing pc (ippc). A hard disk problem was identified, the hard disk was replaced and the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use the essential performance of the system (based on iec60601-1) is: ¿maintain fluoroscopy during the critical part of interventional procedures¿. The customer was able to complete the procedure with fluoroscopy. A scenario in which the customer is able to proceed with the procedure with fluoroscopy is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.